Manufacturer narrative:
(B)(4).

Event description:
Update 14 jul 2017: pfs and medical records received. In addition to what was previously litigated, pfs also alleges that the patient begun using a cane and developed a limp. After review of medical records for MDR reportability it was reported that the patient was revised to address painful right hip and metal on metal reaction. Operative notes mention a slight leg length discrepancy, elevated cobalt and serum iron level, and MRI of the hip shows fluid collection about the greater trochanter consistent with at least partial abductor tendon detachment. Revision notes reported 5ml of cloudy red tinged fluid, anterior third of abductors were detached to the greater trochanter, synovitis and a reaction from metal on metal articulation, thickened synovial tissue surrounding the acetabulum, no corrosion, well fixed acetabulum and femur. Cobalt level is above 7mcg/l. This complaint was updated on: jul 25, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to unknown reason. Update rec¿d 03/20/2017- litigation papers received alleging patient was revised due to pain, elevated ions and metallosis. Part and lot was provided, adding doi and femoral stem. Complaint was updated 04/02/2017. Update 14 jul 2017: pfs and medical records received. In addition to what was previously litigated, pfs also alleges that the patient begun using a cane and developed a limp. After review of medical records for MDR reportability it was reported that the patient was revised to address painful right hip and metal on metal reaction. Operative notes mention a slight leg length discrepancy, elevated cobalt and serum iron level, and MRI of the hip shows fluid collection about the greater trochanter consistent with at least partial abductor tendon detachment. Revision notes reported 5ml of cloudy red tinged fluid, anterior third of abductors were detached to the greater trochanter, synovitis and a reaction from metal on metal arcticulation, thickened synovial tissue surrounding the acetabulum, no corrosion, well fixed acetabulum and femur. Cobalt level is above 7mcg/l. This complaint was updated on: jul 25, 2017. / / investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised due to unknown reason. Doi: unk - dor: (B)(6) 2016 (right hip). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to unknown reason. Update received 03/20/2017 - litigation papers received alleging patient was revised due to pain, elevated ions and metallosis.